Manufacturer narrative:
(B)(4).

Event description:
It was reported that a connection issue occurred. Data was evaluated and the allegation was confirmed as unrecoverable loss of connection greater than 3 hours. The probable cause was determined to be no communication gaps in the logs. The reported connection issue is reportable based on the finding of an unrecoverable loss of connection greater than 3 hours. No injury or medical intervention was reported.